Event description:
I had outpatient hernia surgery in 2005 and after 4 years of my stomach growing larger and larger, I was finally diagnosed with failure of the mesh used during that surgery. I had to undergo extensive surgical repair with hospitalization of one week and abdominal wall repair that included a plastic surgeon and general surgeon. The notes from the original surgeon, dr (B)(6), stated "mesh: surgisis gold 8-ply 3x15", manufacturer: cook inc. 369 lot # lb247658, mfg catalog #: c-sah-8p-3x15. "Procedure: there was some evidence of the previous surgisis gold mesh that had turned to scar tissue but there was a very large defect." During the 4 years, as my stomach grew larger and larger, I asked my gynecologist about the size of my stomach. He stated it was due to "age." The next year, I asked another gynecologist in his office and she shrugged her shoulders. When I went for my annual gynecological exam in 2009, I asked a different gynecologist for a recommendation for a plastic surgeon, so I could have liposuction or a tummy tuck because my stomach was disgustingly large and she's the one that diagnosed the recurrent hernia and that I had no stomach muscles across my abdomen. I then was referred back to dr (B)(6) and he performed the new surgery on (B)(6) 2009. There have been many hernia meshes recalled but I don't see anything about this brand. Please advise if others have experienced this product failure. Thank you. (B)(6).